Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer discovered that they were using progard for water purification instead of qgard, and potassium should be run with qgard. The customer then emptied the tank containing the water and changed the progard to qgard. The patient samples were rerun, and resulted as expected. The cause of the discordant, falsely elevated potassium results is user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated potassium results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). Both samples were rerun on the same instrument, and one sample was also rerun on an alternate instrument. The rerun results matched the clinical picture of the patients, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.